Event description:
Consumer applied product to her back for back pain. After using product for 30 minutes, area around where product was applied became red like a sunburn and painful. Applied ice pack and area is now healed. (B)(4).

Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.